Manufacturer narrative:
(B)(4). Batch # j5ha7l. The analysis results showed that one ax55g device arrived with no apparent damage and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an open low anterior resection, deployed staples were totally unformed. The device was used on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.